Event description:
It was reported that the handpiece continued to run on its own while the equipment was being tested during an on-site maintenance visit at the account. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the investigation details the reported condition of the device running on its own could not be duplicated.